Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. There was a concern the lv lead had fractured. The lead was reprogrammed to unipolar with appropriate sensing and capture. No adverse patient effects were reported.